Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) france, alleging that his onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began on (B)(6) 2016, at 1pm. The patient reported obtaining blood glucose results of ¿172 mg/dl¿ with the subject meter and ¿129 mg/dl¿ on the other meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lifescan¿s criteria for accuracy. The patient informed csr that he manages his diabetes with insulin (self-adjuster). It is not known what action, if any, the patient took in regards to his usual diabetes management regimen in response to the alleged issue. He reported that he developed symptoms of ¿hypoglycemia (sweating and shaking)¿ 5 hours (6pm) after the alleged issue began. He claimed around 6pm after developing the symptom he consumed more food (biscuits) and drink in response to the alleged issue. At the time of troubleshooting the csr reported the unit of measure was set correctly, the samples were taken from an approved sample site, and he described the correct testing steps. The csr noted that the test strips associated with the complaint had not expired, nor been open longer that the discard date or been stored improperly. The csr noted the patient did not have control solution to test the subject meter. The test strip vial was not noted to be cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate result with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.